Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.